Event description:
The pt reported a swelling at the area of the coil wire of the internal device. X-ray confirmed that the magnet of the internal device has migrated to the area just above the coil wires. The pt is able to use the device with uncomfortable pressure. Revision surgery will be scheduled when a replacement magnet is available.